Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using vaccess, during the procedure, the pta catheter balloon was allegedly detached from the catheter. It was further reported that had to take everything out to retrieve the tip. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 53-year-old female patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure, the balloon was allegedly detached from the catheter, but it was partially attached. It was further reported that the balloon was ruptured. During removal, the sheath was stuck so it was pulled out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the vaccess device loaded onto unknown sheath. Blood residues were seen throughout the balloon and sheath. Presto inflation device seen near to the device. Catheter hubs were not visible in the provided photo. Prolapsing was noted on the distal end of the balloon. No other anomalies were noted. Therefore, the investigation is confirmed for the reported sheath removal difficulty and identified material deformation as prolapsing was noted at the distal end of the balloon, which could have caused difficulty in removing through the sheath. However, the investigation is inconclusive for the reported break and balloon rupture as no objective evidence was provided for review. A definitive root cause for the reported removal difficulty, break, balloon rupture and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d2b (dqy; lit), g2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.